Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, this product was manufactured before the countermeasure was taken for the power switch design, leading to the failure. Olympus will continue to monitor the field performance of this device.

Event description:
A user facility reported to olympus that the power button was broken. The problem, as reported to olympus, was first identified during preparation for use. The intended procedure was completed without a delay using the same device. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed - the main switch was found stuck in the on position and was determined to be a previous version switch. The investigation is ongoing and a conclusive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.